Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an erratic display. The ventilator was not on a patient at the time of the event. The service engineer (se) inspected the device and replaced the backlight inverter printed circuit board (pcb) onto the customer purchased graphical user interface (gui) printed circuit board (pcb). The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.